Event description:
From january 2012 through july 2020, 30 patients with sapien tavr valves underwent post tavr cardiac surgery at (B)(6) clinic. Of these 30, 4 patients had sapien valves, 4 patients had sapien xt valves, and 22 had sapien 3 valves. Per the article, the tavr valve was explanted in one patient and a savr was implanted due to biventricular dysfunction and end stage heart failure with severe aortic stenosis.

Manufacturer narrative:
The investigation is ongoing. Article reference: yun, james j., et al. Cardiac operations after transcatheter aortic valve replacement. The annals of thoracic surgery 114.1 (2022): 52 to 59. It was unknown which valve the patients received sapien, sapien xt or sapien 3 valves. The PMA numbers are p110021, p130009 and p140031, respectively. The dates of the events are unknown; however, according to the article the study period was from january 2012 through july 2020. For this reason, the first day of the reported study period (01 jan 2012) was used as the occurrence date. The device was not returned for evaluation.

Manufacturer narrative:
The device was not returned for evaluation. No imagery was provided. Therefore, no visual, functional, or dimension evaluation was able to be performed. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not performed. As no serial number was provided, a device history record (DHR) review, lot history review, and complaint history review was unable to be performed. A review of the IFU and training manuals also revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for valve stenosis was unable to be confirmed due to unavailability of medical record/ imagery. Due to the valve serial number was not provided, a lot history and device history review could not be performed, and therefore, a presence of manufacturing nonconformance (if any) could not be determined. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien family valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out of round configuration), trauma (cardio pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Per the article, the valve was explanted in one patient and a savr was implanted due to biventricular dysfunction and end stage heart failure with severe aortic stenosis. Due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.